Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak in the system. There was no report of patient injury.

Manufacturer narrative:
Additional information was received confirming that the leak rate was less than 4.5lpm and that both manual and mechanical ventilation were both working and available. The initial MDR was not reportable.